Event description:
Reporter indicated a vns pt is experiencing sleep apnea. The physician believes the vns may be related to the apnea. Good faith attempts to obtain add'l info have been unsuccessful to date.